Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified, respectively. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent graft delivery system crossed the lesion in the left axillary artery with moderate resistance via a retrograde, right common femoral artery approach. Angiography demonstrated a 4cm diameter aneurysm in the left axillary artery. The health care provider (hcp) placed the delivery system passed the lesion and pulled back slightly to make sure the proximal end of the stent graft was placed in a straight section of the lumen. The hcp opened the tuohy-borst valve, removed the safety clip, and started to slowly pull back the y-inject adapter. Allegedly high resistance was felt by the hcp and the stent graft would not deploy. The hcp removed the delivery system from the patient and allegedly identified a break in the delivery system. Reportedly, another stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g5, respectively. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the delivery system could only partially deploy the stent graft. The outer sheath was found elongated in the proximal section indicating that high friction was present during the deployment attempt which subsequently led to the outer sheath fracture. No indication could be found for a process related issue. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the fluency plus vascular stent graft is intended for use in the iliac and femoral arteries. Also the IFU states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. H10: g4; h6: device code - 1260.

Event description:
It was reported that the stent graft delivery system crossed the lesion in the left axillary artery with moderate resistance via a retrograde, right common femoral artery approach. Angiography demonstrated a 4cm diameter aneurysm in the left axillary artery. The health care provider (hcp) placed the delivery system passed the lesion and pulled back slightly to make sure the proximal end of the stent graft was placed in a straight section of the lumen. The hcp opened the tuohy-borst valve, removed the safety clip, and started to slowly pull back the y-inject adapter. Allegedly high resistance was felt by the hcp and the stent graft would not deploy. The hcp removed the delivery system from the patient and allegedly identified a break in the delivery system. Reportedly, another stent graft was used to complete the procedure. There was no reported patient injury.